Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a touch contamination. The peritonitis was manifested by cloudy fluid. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day the patient began treatment with intraperitoneal (ip) injection of ceftazidime (1 gram once daily), ip injection of cefazolin (1 gram, once a day) and ip injection of heparin (1000 units, all bags). Dianeal therapy was ongoing. At the time of this report the patient remained hospitalized, antibiotic therapy was ongoing, the patient was recovering from this peritonitis event and the patient was not retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported seven days after event onset the patient was treated with intraperitoneal injection of meropenem (1 gm once a day) for peritonitis. The same day treatment with cefazolin and ceftazidime therapies were discontinued. Four days later the patient was recovered from this peritonitis event and three days later, the patient was discharged from the hospital. At the time of this report therapy with meropenem remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.